Event description:
It was reported that after retracting the nylon loop, the single-use ligation device cannot release the nylon loop. The reported issue occurred during and endoscopic submucosal dissection (esd). The user changed to a new single-use ligation device to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, therefore the customer's reported issue could not be confirmed. A definitive root cause could not be determined as the device was not returned. However, based on similar past investigation results, it is likely the issue was caused by the following; 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5)the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6)pulling the hook caused both the hook and the loop to be drawn into the coil sheath together and as a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. Or the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. Scope angle. Meandering state of the scope tube. State of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. Olympus will continue to monitor field performance for this device.